Event description:
There was an issue with the splines of the ablation catheter. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for pulsed field ablation catheter, 31 mm farawave pulsed field ablation catheter (per site reporter).